Event description:
The patient¿s pump was implanted in her right abdomen under her right breast. The pump was refilled every 3 months. The patient started seeing a new hcp (healthcare professional). Three weeks prior to this report, the patient had seen the hcp for an adjustment. The hcp used and x-ray machine for the adjustment. The patient was under the x-ray for 20 minutes while the hcp tried to refill the pump. The patient didn¿t feel like hcp knew what he was doing. The patient was wondering if doing the pump refill under the x-ray was wrong. The patient was wondering if this was the ¿reason for malfunction¿. After the visit, the patient couldn¿t use her ptm (personal therapy manager) because he changed the dose. The patient had since gone through morphine withdrawals and was trying to figure out if possibly the ¿doctor defected pump¿. The hcp told the patient that she was not using the pump correctly. It had been the patient¿s third visit with the hcp; the patient was dissatisfied, so was no longer seeing the hcp. The patient went to a psychiatrist and was told that she was going through withdrawal. The withdrawals started 3 days ago; the date of this report was the 4th day. The patient was given morphine tablets, but they bothered her stomach and nerves. The withdrawals were subsiding, but the patient was ¿afraid pump is messed up from x-ray¿. The patient was seeing a primary care doctor and a psychiatrist since no longer seeing the hcp. The device system was delivering morphine. The interventions and outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8 590-1, lot# n239567, implanted: (B)(6) 2010, product type: accessory. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).